Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states the right arm pad has fallen off the chair and the other arm pad's screws are sticking out. They are extremely wobbly and unstable. MDR filed.